Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The reported issue occurred shortly after therapy started. The customer had a standby ventilator connected to the patient immediately, and there was no delay in therapy. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the solenoid valve needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the solenoid valve to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020. .

Event description:
It was reported to philips that the device had a pressure sensor auto-zero failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.